Event description:
It was reported that "surgeon placed a 10x22x28 mm rasp on an inserter into the disk space and proceeded to twist the device. The rasp then broke off of the trail inserter and time was needed to remove without injury to pt. The surgical outcome was very good and the pt suffered no injury as a result."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.